Event description:
The customer observed false nonreactive alinity I syphilis results for a 27-year-old female patient. The alinity I syphilis result was 0.1 s/co (<1.00 s/co is nonreactive), trust was negative; tppa, enzyme immunoassay, colloidal gold were all positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 35061be01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. In-house testing of retained reagent kits of the complaint lots was performed. All specifications were met and no false non-reactive results were obtained, showing that the lots generate the expected results. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I syphilis tp reagent identified in this complaint.

Manufacturer narrative:
Additional information received on 13sep2022. The customer reported that a female patient with syphilis was screened with the alinity I syphilis reagent and the result was 0.27 s/co on (B)(6) 2022 (reference range <1, unit s/co), tppa, enzyme immunoassay, and colloidal gold were all positive.this follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.